Event description:
The hosp representative reported an infusion pump with fail code 512. The hosp representative stated that there have been no reports of any incident involving this pump since the last baxter service event.